Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to pop, sui, urethral hypermobility, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, bleeding and dyspareunia. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2012 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06826. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 4/13/2017. It was reported that patient underwent revision of mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6).

Event description:
It was reported that patient underwent revision of mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge incontinence and atrophic vaginitis.

Event description:
It was reported that following insertion the patient experienced urge incontinence and atrophic vaginitis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.